Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from the area around the blue wing cap. The leak was identified before use. The device was filled with fluorouracil 4600mg. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured 3/28 2017 ¿ march 30, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was inspected and revealed evidence of white crystallized drug located at the connection of the blue winged luer cap and the luer. This suggested that leakage had occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.